Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose greater than 250 mg/dl, but less than 500 mg/dl with symptoms of dehydration associated with a cartridge issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the cartridge was difficult to cycle. The patient's blood glucose readings do not meet animas criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.